Manufacturer narrative:
(B)(4). Product not yet evaluated.

Event description:
Consumer complaint of high blood glucose test results. Expected fasting blood glucose test result range is 80 to 100 mg/dl. Customer observed symptoms of hypoglycemia including sweats, shakes, sick to stomach, and vomiting last week (week of (B)(6) 2015) when blood glucose result obtained of 170 mg/dl. Customer ate meal and then retested. Blood test performed after meal produced result of 170 mg/dl. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings and observed symptoms. Currently taking insulin to manage diabetes. Verified storage of product is within instructed specification since they are not retained in the in original vial. Test strip lot manufacturer's expiration date is 04/16/2018 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 176mg/dl, (B)(6) 2015, 07:23am; 150mg/dl, (B)(6) 2015, 12:00pm; 159mg/dl, (B)(6) 2015, 8:20am; 164mg/dl, (B)(6) 2015, 11:06pm; 162mg/dl, (B)(6) 2015, 10:50am. Adverse event not reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user's test strip had poor storage. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of high blood glucose test results. Expected fasting blood glucose test result range is 80 to 100 mg/dl. Customer observed symptoms of hypoglycemia including sweats, shakes, sick to stomach, and vomiting last week (week of (B)(6) 2015) when blood glucose result obtained of 170 mg/dl. Customer ate meal and then retested. Blood test performed after meal produced result of 170mg/dl. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings and observed symptoms. Currently taking insulin to manage diabetes. Verified storage of product is within instructed specification since they are not retained in the in the original vial. Test strip lot manufacturer's expiration date is 04/16/2018 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: (B)(6). Adverse event not reported.